Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used; consequently, the expiration date of the device is unknown. User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available; and we are not able to determine if the device met spec. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that a male patient underwent a therapeutic procedure for banding of esophageal varices for treatment. The speedband superview super 7 multiple band ligator device only deployed the first band. The remaining bands would not deploy. Therefore, another of the same device was utilized to successfully complete the procedure. The pt did not sustain any reported complications or ill effects as a result of the issue.